Manufacturer narrative:
(B)(4). Patient bmi was 40-45 and was first bariatric surgery. Patient status is ok. A drain was placed which is not standard practice.

Event description:
It was reported the doctor was performing a laparoscopic sleeve gastrectomy and while firing the second reload, using seam guard buttressing material, the doctor heard a popping noise as the device was cutting and stapling the tissue. When the doctor removed the endocutter from the tissue, it was noticed the endocutter cut the tissue but only stapled on the specimen side of the tissue. The staples were retained within the cartridge on the patient side of the cut and didn't deploy into the tissue. The doctor used unknown suture to over sew the unstapled, staple line. The doctor continued to use the same endocutter and same, like cartridges to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # m55u67. The analysis found that one gst60t cartridge reload was received for analysis. The reload was received with the right side fully fired, left side partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016 intra-operative photos were provided: picture 1 shows a cartridge reload; the reload seems to have a driver exposed at the distal end of the reload. Picture 2 shows the pan detached and drivers missing from their position. Picture 3 shows the reload cartridge with the right side fully fired and the left side unfired, indicating that this condition of the reload can cause an incomplete staple line on the tissue. It appears that there may have been an interference condition between components in the cartridge leading to its failure to deliver staples on the patient side of the cartridge. Picture 4 is a top view of the reload, the pan is detached and there seem to be some drivers damaged. Based on the photo evidence of the gst60t cartridge, incomplete staple line can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue. Hands on analysis of the cartridge may provide the additional evidence needed to determine the cause of the complication.